Manufacturer narrative:
The device was manufactured between december 12, 2018 - december 14, 2018. The actual device was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due unclamped tubing line. It was also observed that the thread from the blue winged luer cap was exposed, indication the cap was not securely tightened. A white mark was observed inside the blue winged luer cap. Functional testing was performed by filling the device with water. After filling, the blue slide clamp was closed on the tubing line and the blue winged luer cap was hand tightened. The sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking from the luer end. The leak was observed during an unspecified process step before patient use. There was no patient involvement. No additional information is available.